Event description:
While the 2 nursing staff members were transferring a pt from his wheelchair to his bed with a ceiling lift and a clip sling, the left leg clip gave way and the client slipped into his chair. The pt was no injured as they were above the chair only a few inches when it occurred.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.